Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1). It is alleged that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip (device #1) and the ventralex (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #1). It is alleged that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip (device #1) and the ventralex (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: per the amended legal claim, the patient sustained injuries and underwent revision surgery on (B)(6) 2010 for the sepramesh composite ip. No additional information was provided regarding the ventralex mesh.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Addendum: this is an addendum to the initial emdr submitted in 19-mar-2019. Patient¿s attorney provided additional information (revision surgery and date of event) about the alleged event. Therefore, a supplemental emdr was submitted. H11: updated fields: b2, b3, b5, g1, g2, g7, h2 and h10. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.